Event description:
The customer reported reported experiencing symptoms of hypoglycemia such as nervousness, blurriness, and diaphoresis. She tried to test her blood glucose level with her meter, but received an error 4 message. The customer drank ujice with a teaspoon of sugar to counteract the medical event. There was no third party medical intervention. No report of death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.